Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
The customer called into technical support (ts) reporting v60/v680 touchscreen rp kit, potential non responsiveness or failure to hold/pass touchscreen calibration when used in a v60or v680 ventilator. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The issue was discovered when the unit was returned from the customer account and was due for preventative maintenance. The unit was not used in the account of patient care/therapy. The unit was a backup unit for the customer due to covid. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.